Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility reported that a low (positive) transmembrane pressure (tmp) issue occurred on a 2008t hemodialysis (hd) machine during a hd treatment. The exact details of the incident and the effect on the patient and the treatment are not known. However, there was no reported occurrence of any patient adverse effects. Additionally, a burnt plug was observed on the power cord. The system was removed from the floor for evaluation by a fresenius regional equipment specialist (res). Prior to the res on-site evaluation, the biomed replaced the diasafe filter. During the on-site examination, the res was not able to duplicate the tmp issues. The res replaced the burnt power supply plug. Following the parts replacement, the machine was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without issue. There was no reported impact to the patient or the hd treatment. The power plug was available to be returned to the manufacturer for analysis, but it has not been received.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was not returned to the manufacturer for physical evaluation. The issue of physical damage was resolved by replacing the burnt power supply cable. The low (positive) trans membrane pressure issue was not able to be duplicated, however, the biomed revealed that the diasafe filter was replaced prior to the res on-site examination. Following the parts replacement, the machine was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without issue. The power supply cable was returned to the manufacturer for examination. The power supply cable was received by the manufacturer for analysis. A visual examination of the power supply cable found some physical damage to the power plug; heat damage, charring, and pitting were observed along the neutral prong and to the molding on the neutral side. No further damage was visible to the power supply cable. Functional testing was performed by installing the received component into a working unit. The machine powered on without issue. Additionally, the unit passed self-test and a heat disinfect program. No further damage occurred to the plug during testing. A review of the device manufacturing records was performed on the reported serial number. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination confirmed the presence of heat damage to the neutral prong and to the power plug molding on the neutral side. Therefore, the complaint has been deemed confirmed.

Event description:
The power supply cable was returned to the manufacturer for examination.